Manufacturer narrative:
The x3 was reconfigured because it took control of the window¿s internal speaker. The rse recommended they take the x3 off the network, discharge the patient and then put the device (x3) back on the network to confirm it is working as configured. If not, it was suggested to create a repair ticket and replace the internal speaker kit. The rse provided the customer the x3 speaker assembly kit part number and pricing. The biomed advised he would wait for the patients to leave before calling back in and creating a case. A search of the trackwise database did not produce any additional cases for this customer/device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction occurred on the intellivue x3. It was not confirmed if the device was producing sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following fields required corrections: a3, d1, d4, h6.